Event description:
It was reported that the device will be sent in for repair for an unknown malfunction. Attempts to obtain any additional information from the customer have been unsuccessful. There was no patient impact reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). The product has not been received for analysis. Method: no testing methods performed.